Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device jaw was returned with the jaw closed. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar build up, which prevented the jaw from opening. The knife trigger was pressed to release the knife blade from the eschar build up. The jaws were able to open and close properly once the knife blade was retracted to its home position. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ovariectomy, the device was difficult/impossible to open. There was no time to clean the device as it was stuck after the second activation. The knife blade was not extended. A new device was opened to complete the procedure. There was no patient injury.